Manufacturer narrative:
Based on the supplier investigation, the device history record could not be reviewed as a lot number was not provided. There are 18 occurrences reported in the past 12 months. According to the supplier, there is an inspection standard for linting issue. The number of loose threads falling off is less than three (=3) when shaking each piece of gauze. For this product, there is no linting issued found during their production process after they checked all the records for the past 12 months. As there is no lot number information and sample was not provided for investigation, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but the supplier will continue to monitor the trend of this type of incident.

Event description:
Customer reported fraying of the x-ray gauze c-nxr4416a from the heart pack scv73ohdsc. The surgeon stated that the fraying of lint was so bad that he is concerned that it should be documented as a retained foreign body and now they are removing from all kits prior to a procedure. No patient demographics or any clinical data was provided upon request.